Event description:
On (B)(6) 2013, it was reported that the keypad buttons were intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 10/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the keypad buttons were responsive. There was no evidence of keypad contamination found under the key contacts. The keypad flex cable was observed to be seated correctly in the respective connector. No moisture or other damage was found to the keypad flex cable and connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.